Event description:
It was reported that a patient presented with grade 4-5 degenerative tricuspid regurgitation (tr) and poor leaflet quality for a triclip procedure. Two clips were implanted. After removing the triclip steerable guide catheter (tsgc) and concluding the case, a single leaflet device attachment (slda) was observed with the second clip implanted. The posterior leaflet detached and the septal leaflet remained attached to the clip. Per the physician, the slda was caused by poor imaging and leaflet quality. Another tsgc was prepped, inserted, and an xt clip was attempted to be implanted. Due to the challenges with imaging the triclip procedure was discontinued without implanting the xt. The tr was unchanged from baseline. The patient was reverted to surgery and the valve was noted to be shredded due to the slda. The patient remained stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was related to a combination of challenging patient anatomy (poor leaflet quality) and procedural conditions (poor imaging). The reported poor imaging was related to procedural conditions (imaging limitations). The reported tr and tissue injury are cascading events of the slda. The reported patient effects of tricuspid regurgitation and tissue injury, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported unexpected medical intervention, surgical intervention, and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.